Event description:
(B)(6), nurse manager-peri anesthesia service, reported that a pt complained of pain at the sensor site in pacu. When the sensor was removed, there was redness noted. Additional info received from customer stated that (B)(6) did not know how long it took for the affected area to resolve as the pt was sent home the same day and she has not followed up with them. Pt was an outpatient. She was in and out within a few hours - max 5 hours. She was an elderly female pt.

Manufacturer narrative:
Attempts for the return of the sensor as well as additional info request have been made in order to identify the sensor involved in the reported event. The customer indicated that the sensor used for this event was not available and the sensor lot info was not available. If new info is obtained, a follow-up report will be submitted.